Event description:
In 2002, with the meg system at the user facility, there was a failure of a component (patient support/chair) of the device, which did not result in a serious injury or death of a subject, as a subject was not present when the failure occurred. However, there is a concern that if the component failure were to recur either at this institution or at another facility and a subject was present, it could possibly lead to the death or serious injury or a subject. The incident occurred because of a failure of the lead screw nut on the patient support (chair) of the meg system. The patient support for the meg system is a pneumatically assisted hydraulic chair, whose height can be adjusted to better fit the subject inside the meg sensor array. Ease of motion is achieved by electronically controlling air pressure to counter balance the patient's weight. The lead screw is attached to a wheel that the operator turns to adjust the height of the patient support, such that the subject is properly positioned within the meg system. The lead screw nut is used to maintain the position of the patient support. When the operator had adjusted the lead screw such that the chair is at the appropriate height, the lead screw nut prevents the chair height from changing. The lead screw nut controls the position of the pistons in a pair of hydraulic cylinders. These cylinders are hydraulically coupled to another pair of cylinders, which power the vertical motion of the chair. The force of rotation of the operator hand-wheel is sensed to control the amount of air assist applied to the first cylinders. In normal use, the leadscrew is under very light loading, since the air pressure provides the force to lift the chair. Under changing conditions, however, such as when a subject gets on or off the chair, the loading on the leadscrew nut is higher. The loading would be at its highest when someone of the maximum load rating of the chair (300 lb.) Suddenly got off of the chair. In this situation, the nut would have to resist a force from the full supply air pressure of 110 psi which would subject the nut to approx 17% of the load which a new nut has been tested to fail at. The component failure was such that the lead screw slipped through the lead screw nut, which allowed the supplied air pressure to independently move the patient support chair upwards to the maximum possible height. A subject was not in the chair at the time of the incident. If a subject would have been present and the failure occured, the chair would have continued to move to the maximum height causing compression of the subject's head and neck as their head was forced upwards into the meg dewar. If a subject was positioned in the optional patient bed, which is attached to the chair, and the failure occurred, it is quite possible that the subject's neck could have been over-extended. Either of these scenarios could have caused a permanent, serious injury or possible death.